Event description:
Customer alleges discrepant results with the inratio meter compared to the lab. Results as follows: dates: (B)(6) 2012; inratio: 3.5; lab: 3.0 (within hrs); (B)(6) 2012; inratio: 5.4, 5.3; lab: 3.5 (within fifteen minutes). Pt's therapeutic range is: 2.0-3.0. In (B)(6) and (B)(6) 2011, pt went to the hosp for blood transfusions. Late (B)(6) 2011, pt had nose bleed and stayed overnight in the hosp and received platelets. Pt was taking plavix during both transfusions and stopped taking plavix in late (B)(6).

Manufacturer narrative:
Case was submitted to medical advisor for review. Medical advisor determined that the inratio product did not contribute to the nose bleed that occurred in this case. Investigation pending.